Event description:
Suture broke while attempting to position graft into proper location. Implant had to be removed via an additional incision, extending the surgery approximately 10 minutes. We estimate the incision to be no greater than 15mm.

Manufacturer narrative:
Evaluation summary: visual inspection revealed a slight mismatch of the .078 thru hole and .025 radius, resulting a sharp edge at the intersection of the two dimensions.